Event description:
Received information stating patient experienced high bg's. No patient harm reported.

Manufacturer narrative:
T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).